Event description:
It was reported the patient presented for a routine generator change. During the procedure, it was discovered the right ventricular (rv) lead had externalized conductors and an insulation abrasion. The abrasion was repaired during the procedure. The patient was in stable condition.